Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker continued to have multiple episodes of magnet response. Programming changes were made to resolve the issue and the patient was in stable condition.